Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the lamp not turning on was likely caused by a converter failure, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer, that the evis exera ii xenon light source lamp was not igniting. The fse replaced the xenon lamp with one the customer already had and the replacement lamp was taking time to ignite. After a few minutes the replacement lamp turned off and the spare lamp turned on. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the lamp took more time to ignite due to the faulty igniter and dust inside the unit needed to be cleaned. Additionally, the foot was found corroded and the tank socket found rusty, and both needed to be replaced. The investigation is ongoing. A supplement report will be submitted upon completion of the investigation.